Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump failed accuracy (+6.55%). No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. One device sample was received. A visual and functional inspection was performed. The investigation ran three accuracy tests, the pump was found to be within manufacturing specifications. The reported issue was unable to be determined.